Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional was unable to obtain blood return. Tpa was administered twice; fluoroscopy revealed a catheter kink. The device was removed and a new port placed. There was no reported patient injury.

Manufacturer narrative:
Medwatch received on 8/1/2018. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that the healthcare professional was unable to obtain blood return. Tpa was administered twice; fluoroscopy revealed a catheter kink. The device was removed and a new port placed. There was no reported patient injury.

Manufacturer narrative:
A medical image review was performed on 8/13/2018, and the associated fields were updated. Medical image review summary: based on the images provided, guided fluoroscopy demonstrated radiopaque contrast in a port-a-cath and catheter; a tight bend at the proximal end of the catheter can be confirmed. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the healthcare professional was unable to obtain blood return. Tpa was administered twice; fluoroscopy revealed a catheter kink. The device was removed and a new port placed. There was no reported patient injury.

Event description:
It was reported that the healthcare provider was allegedly unable to obtain blood return. It was further reported that de-clotting agent was administered twice; fluoroscopy revealed a catheter kink. Reportedly, the device was removed and a new port was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one medical image was provided for review. The image review determined that a tight bend was present on the proximal end of the catheter. Based on this finding, the investigation is confirmed for the reported catheter kink. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, excessive forces and unique patient anatomical features. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k. Event, device evaluated by MFR (patient code), (results), (conclusion).